Manufacturer narrative:
Additional information was received that there was no malfunction, no loss of ventilation. There was no reportable malfunction. H3 other text: additional information was received that there was no malfunction, no loss of ventilation. There was no reportable malfunction.

Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).